Manufacturer narrative:
See h11. Complaint has been evaluated and is similar to:1644408-2021-00821; 520-01-246, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-00248; 521-01-250, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dr. Revised this patient from a turon tsa to a reverse tsa because of a failed rotator cuff.